Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a low voltage/red battery alarm while changing from the mobile power unit (mpu) to batteries in the morning. When the patient disconnected one lead, the controller alarmed that the patient was drawing power from their backup battery. The patient attached the first battery and the alarm resolved. No apparent damage to the controller or mpu reported to writer. Related MFR# 2916596-2023-06661.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted system controller periodic log file contained approximately 255 days of data ((B)(6) 2022 at 09:32:19 ¿ (B)(6) 2023 at 09:04:56 per the timestamp). Between (B)(6) 2023 at 09:05:12 and (B)(6) 2023 at 09:05:09, the system controller backup battery usage count was observed to have increased from a usage count of 13 to a count of 15. The increases in the usage count indicates that losses of power had occurred resulting in the system controller backup battery activating to support the system; this is consistent with the timeframe of the reported event date of 23aug2023. The periodic log file only collects data at specified time intervals rather than upon the detection of an event, therefore, the exact time that the usage count increased and the initial conditions that caused the losses of power could not be determined from this log file. No notable alarms were observed in the log file. The submitted system controller event log file contained approximately 5 days of data ((B)(6) 2023 at 13:14:12 ¿ (B)(6) 2023 at 12:47:17 per the timestamp).the data in the log file did not indicate any issues with the mobile power unit. No atypical no external power alarms were observed in the log file. Additional information provided communicated that no products would be returned for analysis and that a cause for the atypical alarms was not identified. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was seen in the clinic for equipment inspection and additional troubleshooting. While the patient was in the clinic all connections were secured. The patient's clips and batteries were cleaned. The mobile power unit's prongs were examined. The patient's batteries had been swapped out within the last year and were previously calibrated in jul2023. The reported issue was unable to be replicated during the session with the ventricular assist device (vad) coordinators.